Manufacturer narrative:
The device was evaluated. Device evaluation noted the reported customer issue was not confirmed as the reported error was not observed. However, device evaluation found an error code e038 and found to be due to loose cable. Based on investigation results, and since the reported event of error e433 was not reproduced, the root cause cannot be conclusively determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the generator had an e433 error. The issue was observed during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.